Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that laser probe tip could not be inserted into the trocar cannula during a surgical procedure. The laser probe was exchanged to complete the surgery with no harm to the patient.

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample did not show any non-conformities. The laser probe was inserted into a known good 25-gauge trocar cannula and passed through with no noticeable resistance. The sample¿s outer cannula diameter was measured. With an outer diameter min/max value of 0.02000 to 0.02050 inches, the sample¿s outer diameter was measured to be 0.02020 to 0.02025, meeting specifications. The cannula outer diameter met product specifications. The 25 gauge illuminated flex curved laser probe was manufactured on december 5, 2017. There were (B)(4) paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The sample was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was manufactured on december 5, 2017. There were (B)(4) paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).